Event description:
On an unreported date, the patient began perioneal dialysis (pd) treatment. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent culture was performed which revealed no growth. It was unreported whether treatment was provided. Pd therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause of the peritonitis was undetermined. A batch review was performed for the potentially related lot numbers (gd875575, gd874859), with no defects noted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining false low sodium (na), potassium (k), and calcium (calc) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported out of the laboratory; however after recalibration results were repeated, producing higher results, amended reports were issued. The lab has not had any reports of patient impact due to the low results reported.